Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter phone: (B)(4). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: cho, y., shin, j., & kim, s. (2023), comparative study for osteosynthesis of femoral neck fractures: cannulated screws versus femoral neck system, hip pelvis, vol. 35(1), pages 47-53 (south korea). The aim of this retrospective study was to compare the radiological results of fixation using the femoral neck system (fns) and cannulated screw (cs) for treatment of femoral neck fractures. Between 2010 to 2020, a total of 87 patients with femoral neck fractures who underwent internal fixation were included in the study. Among these, the femoral neck system (fns) group included 20 patients (15 female and 5 male) with a mean age of 54.70±12.08 and the cannulated screw (cs) group included 67 patients (41 female and 26 male) with a mean age of 57.99±12.33. Three partially threaded cannulated screws (7.0 mm or 7.3 mm) were inserted in a parallel inverted triangle configuration. The surgical procedure for fns (synthes) involves measurement of the length of the inserted central guide wire. Assembly of the bolt and side plate was performed using the insertion handle on the scrub table. Following insertion of the bolt and side plate through the central guide pin, an anti-rotation screw and distal locking screw were finally inserted. The mean follow-up for fns group was 8.45±3.05 months and cs group for 25.12±22.76 months. The following complications were reported as follows: fns group: 2 patients had fixation failure and nonunion. Treatment with hip arthroplasty was administered in all cases of fixation failure and nonunion. This report is for an unk - plate: fns. A copy of the literature article is being submitted with this medwatch. This is report 1 of 4 for (B)(4).